Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and performed functional test with the system trainer and balloon, and was unable to reproduce the reported issue. The fault log only showed one autofill failure on the date of the event. The fse then performed all functional, pneumatic, electrical safety tests, and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is: (B)(6) hospitals.

Event description:
It was reported that during a service test performed by the customer, the cs300 intra-aortic balloon pump (iabp) would not pump. There was no patient involvement, and no adverse event reported.